Event description:
It was reported that the device was interrogated and was found in a hardware bvvi reset mode without defib therapy. It was noted that the battery voltage has been decreasing. The device was explanted.

Manufacturer narrative:
The cause of the hardware vvi reset was found to be due to premature battery depletion. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.